Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: (B)(4), batch/lot number: 747408020, (B)(4), model/catalog description: reservoir flat iz 100 ml, expiration date :12/10/2013, manufacturer date: 12/25/2011.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient was not achieving full erection, the cylinders were not cycling and the patient was not able to use the device. The suspected cause for the event was a hole in device.